Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the second drain cycle of peritoneal dialysis therapy. The patient stated that he disconnected and reconnected after the homechoice completed dwell and went into drain. The technical service representative assisted the patient in clearing the alarm and the patient continued therapy manually. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error for a system error 2240 during drain cycle two, where the home patient did not follow aseptic disconnect and reconnect procedures. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies, and also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.